Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to mold inside the j6 internal battery connector and on the force sensor flex cable. Unable to perform the displacement, and self tests due to the critical pump error. The unit was received with a crack in the battery tube and a huge broken off chunk from the battery threads. Also the middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment and exposed to moisture. Customer stated that buttons and keypad responsive and customer did not receive any alarms immediately after moisture exposure. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.